Event description:
Post intubation of a patient in cardiac arrest, the end tidal carbon dioxide (etco2) detector on the zoll monitor was non-functioning. The emergency medical technician (emt) attempted removing and replacing the cable, tried a different adapter and made numerous attempts at troubleshooting but there was still no etco2 reading. Intubation verified via lung sounds present, epigastric sounds absent, tube check inflates, fogging in tube observed on expiratory phase of ventilations. Occurrence had no adverse effect on the patient. Unit pulled from service.follow up: the biomedical engineer confirmed that the etco2 was nonfunctional. There was an observed et co2 communication error message. The suspect malfunction was caused by a defective etco2 cable along with an etco2 power board failure. The memory battery was replaced due to the age of the battery. The unit was sent to zoll medical for repair.health professional's impression: malfunctioning equipment.